Manufacturer narrative:
Suspect product not available.

Event description:
On (B)(6) 2022 a patient (pt) reported a history of an ¿ulcerative lesion¿ in the left eye (os) forty years ago (1982) while wearing an unknown acuvue contact lens (cl). The pt advised a ¿piece of fur got under the cls and scratched os.¿ the pt reported the ¿corneal abrasion¿ was treated by an ophthalmologist with an unknown pain medication, an unknown eye drop, and an eye patch for 3 weeks. The pt was unable to provide the diagnosis and advised it was ¿whatever you call a corneal scratch¿. The pt reported the os was fine after the treatment, but advised the os is a bit more sensitive than the right eye (od). On 07mar2022 the pt provided additional information. The contact information for the treating ophthalmologist is unknown since the event occurred 40 years ago. The pt saw multiple doctors for the event but couldn¿t recall any eye care professional (ecp) contact information. The pt stated there is still a spot on the os that is visible to the ¿naked eye like a scar.¿ the pt advised the event occurred over the weekend but didn¿t seek medical attention until monday. The pt also advised anytime the pt sees an ecp the ecp states ¿they will see something in the os¿ and the pt advises the ecp ¿that it has always been there¿. This os event is being reported as a worst-case event as we were unable to verify the pt¿s diagnosis and treatment with the treating ecp. No additional information was provided. No additional medical information is expected. The suspect lot number is unknown. The suspect os product is not available for return for evaluation. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.